Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe 1ml 0.25mm had a foreign matter on the surface of the syringe needle. The following information was provided by the initial reporter: black fm was found on the surface of the syringe needle.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary customer returned (5) loose 1cc, 8mm syringes. Customer states that black fm was found on the surface of the syringe needle. All returned syringes were examined and dark material was observed on the cannula of 4 out of 5 syringes. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely adhesive. A review of the device history record was completed for batch# 1088909. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure foreign matter.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe 1ml 0.25mm had a foreign matter on the surface of the syringe needle. The following information was provided by the initial reporter: black fm was found on the surface of the syringe needle.